Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician observed ventricular oversensing during scheduled f/u visit (reportedly, the first noise event occurred on (B)(6) 2013). Next f/u is scheduled within 3 months. The associated ICD is a sorin brand paradym dr with serial number: (B)(4). Preliminary analysis of the files revealed that a lead issue is most probably at the origin of the observed noise sensing.